Event description:
Following coronary artery bypass graft surgery a 6 x 7 cm, second degree, burn was noted on the left flank. The burn was located in the site covered by a grounding pad during surgery. Surgery lasted approx 5 hrs.